Event description:
Related to MFR report # 2183959-2012-00976. "On or about (B)(6) 2005," an monarc was implanted "to treat pelvic organ prolapse ("pop") and pain, discomfort, and bladder control issues that accompany pop." Plaintiff's attorney has alleged that, "as a result of the surgical implant of the product, plaintiff suffered serious bodily injuries, including extreme pain, bladder spasms, continued urinary incontinence, erosion of her internal bodily tissue, and other injuries." It was also alleged that plaintiff has suffered and continues to suffer serious and permanent injuries, permanent disability, and pain and suffering.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.